Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had intermittent difficulty charging the pump. During a follow up, the contact stated the pump was able to be charged when connected to a power source via computer. Reportedly, the contact believed the usb cable was the issue. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.